Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2015 with the following findings: the display screen was dim and discolored. Unrelated to the display screen, the keypad was detached from the pump starting from the ok button to the contrast button. There were no observed issues with button responsiveness. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 01/05/2015.